Event description:
It was reported that the patient was blinded after stroke. It was unknown if it was device or therapy related. The drug in the pump was unknown. The patient outcome was unknown. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).